Manufacturer narrative:
Evaluation of the returned jet7 could not confirm the reported ovalized distal tip. Further evaluation revealed ovalization on the proximal shaft, and kinks along the distal shaft. If the device is forcefully manipulated against resistance, damage such as this may occur. The reported tortuous anatomy of the patient may have contributed to resistance. During functional testing, the jet7 was unable to be advanced through a demonstration neuron max due to the ovalization on the proximal shaft. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), and velocity delivery microcatheter (velocity). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician made one pass using the jet7. The jet7 was then removed and while flushing on the back table, the physician noticed distal tip of the jet7 to be ovalized. The procedure was completed using a new jet7 with the same velocity and neuron max. There was no report of an adverse effect to the patient.